Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. (B)(6).

Event description:
It was reported that during a stent placement procedure for treatment of a stenosis of 4 cm length in the left sfa, the vascular stent prematurely deployed 1.5 cm inside the 6 f introducer sheath used during the procedure with the safety clip still in place. Therefore, the device was removed and another stent of the same brand was used to complete the procedure successfully. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned device confirmed the reported premature stent deployment. The stent was found to be partially released with the safety clip in place. A deformation of the outer sheath was found in the distal section. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This kind of event may be associated with rough handling of the device during shipping, storage or preparation, resulting in device damage. The usage of a damaged or inappropriately sized guide wire, or of an introducer sheath with inappropriate diameter may result in high friction and subsequent stent dislocation while advancing the delivery system and may finally result in premature stent deployment. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "a removable red safety clip prevents accidental or premature stent release. Do not remove the safety clip until you are ready to deploy the stent." And "if the red safety clip has been removed or becomes inadvertently detached from the grip, do not use the device." Furthermore, the IFU indicates that a minimum 6 f introducer sheath and a 0.035" (0.89 mm) guide wire are required.